Event description:
The customer reported that the t:slim x2 pump battery would not charge, and a power source alert appeared in the pump¿s history. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer followed instructions from technical support to plug the wall adapter into a working outlet for at least 30 minutes, which resolved the charging issue. Technical support also informed the customer about resetting insulin settings and restarting cgm sessions whenever the pump is turned off or reset. The customer was advised to monitor the situation and call back if the problem persists.